Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation and tissue injury are related to a combination of patient condition (thin leaflets) and procedural conditions (clip did not move freely and attached to chords). The reported mr and dyspnea are cascading events of the incomplete coaptation. The reported patient effects of mitral regurgitation, tissue injury, and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6. Codes 2199 and 4582 were removed and codes 4451, 4607, 4559, and 1816 were added.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, a flail and thin leaflets. Unknown number of clips were implanted, reducing mr to a grade of 2+.on (B)(6) 2024, the patient returned to the hospital with dyspnea. Imaging showed the implanted clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4+. Tissue damage was observed on the anterior leaflet.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in (B)(6) 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of unknown. Unknown number of clips were implanted, reducing mr to a grade of unknown. On (B)(6) 2024, echocardiography showed the implanted clip had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda).